Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results of 263, 275, 195, 209 and 229 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 242 mg/dl and 237 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/23/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (customer could not really see the date/time, and so he provided the information he thinks he sees; also customer stated that he has never set up the date/time): result 1 :263mg/dl date: (B)(6) 2018 time: 01:00pm fasting; result 2 :275mg/dl date: (B)(6) 2018 time: 01:00pm fasting; result 3 :195mg/dl date: (B)(6) 2018 time: 03:00pm fasting; result 4 :209mg/dl date: (B)(6) 2018 time: 04:00am fasting; result 5 :229mg/dl date:undisclosed time: undisclosed fasting.